Event description:
A 6f angio-seal evolution was deployed following a percutaneous transluminal coronary angioplasty (ptca). Approximately three hours later, the patient experienced some pain at the puncture site and a hematoma was identified. Manual compression was performed and then a femostop was applied. The patient's hospital stay was extended by two days. The patient was discharged and doing well.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.